Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm and high blood glucose levels. The customer's blood glucose level was over 500 mg/dl and can range from 500-600 mg/dl when the alarm occurs. The customer treated with manual injection. Customer stated that having low and high blood glucose levels is normal. The customer declined to troubleshoot stating that she did not believe her low or high blood glucose levels were caused by the insulin pump. The customer declined to return any product for analysis. The customer was sent emergency quick-sets and reservoirs.